Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 7325332. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units were performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that intima-ii y 24gax0.75in prn ec slm npvc leaked at the luer connection. The following information was provided by the initial reporter: "on (B)(6) 2020, the patient was treated with a closed vein indwelling needle for infusion. Half an hour after successful puncturing, his hand was found to be full of liquid. Upon careful inspection, it was found that the joint between the closed vein indwelling needle and infusion set was leaking liquid, it resulted the waste of drug. Replaced the indwelling needle of the closed vein immediately, and no more leakage occured. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii y 24gax0.75in prn ec slm npvc leaked at the luer connection. The following information was provided by the initial reporter: "on (B)(6) 2020, the patient was treated with a closed vein indwelling needle for infusion. Half an hour after successful puncturing, his hand was found to be full of liquid. Upon careful inspection, it was found that the joint between the closed vein indwelling needle and infusion set was leaking liquid, it resulted the waste of drug. Replaced the indwelling needle of the closed vein immediately, and no more leakage occured."